Event description:
According to the reporter: occurred during a laparoscopic procedure. The seal was damaged when inserting the clipper. In order to resolve the issue and complete the case, opened a new trocar. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one no blade device. The visual inspection of the returned product noted that the trocar, cannula, envelope and circular seal appeared intact. The obturator was not received pmv performed functional testing, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.